Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached >400 mg/dl (high) while wearing the pod between 24 and 36 hours. It was also reported by the patient that the site was full of blood and the patient was experiencing shortness of breath. The patient also has a history of gastroparesis. The patient was treated with insulin and saline. The patient was released seven days later. The pod was worn when seeking medical attention but was removed at the hospital.

Manufacturer narrative:
Inspection of the formed needle found no issues that would contribute to bleeding found on the adhesive pad. The cause of the bleeding could not be determined. An 0x1c alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. No timeouts or drive stalls were seen in the device data that would indicate a failure to deliver insulin during device operation.